Manufacturer narrative:
Investigation results: device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of 'adverse event related to patient condition' based on the information available, reported anatomical characteristics and record review conducted at the complaint investigation site. It was reported that the balloon ruptured during the procedure. Based on the available information it is likely that the reported balloon rupture was due to interaction between this device and the nature of the lesion anatomy present in the vessel being treated (75% stenosis, mild calcification and moderate tortuosity).

Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.25 mm x 15.00 mm was selected for treatment of the target lesion which was 75% stenosed, mildly calcified, and moderately tortuous. The agent device was advanced into the patient utilizing the kissing balloon technique in segment #7, the 2nd right posterolateral branch, and segment #9, the inferolateral septal branch. During the second inflation at 6 atm, the balloon in segment #9, the inferolateral septal branch, ruptured. The device was removed from the patient without complication. The procedure was successfully completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.25 mm x 15.00 mm was selected for treatment of the target lesion which was 75% stenosed, mildly calcified, and moderately tortuous. The agent device was advanced into the patient utilizing the kissing balloon technique in segment #7, the 2nd right posterolateral branch, and segment #9, the inferolateral septal branch. During the second inflation at 6 atm, the balloon in segment #9, the inferolateral septal branch, ruptured. The device was removed from the patient without complication. The procedure was successfully completed with another of the same device. There were no patient complications reported.